Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, during unscheduled follow-up on (B)(6) 2014 (around one month post-implant), the device was found in mode switch (number of mode switch: 922, total time in mode switch: 27 days 2 hours and 41 minutes). All the recorded episodes in the implant memories showed artifacts at 8hz (125ms intervals) on the a-egm level. Apnea feature was deactivated and the issue was still observed. However, when the minute ventilation (mv) sensor was deactivated, the behavior disappeared and when mv sensor re-programmed to learn, noise oversensing with 125ms was confirmed again. Atrial lead impedance observed on the trend curve was stable and around 800ohm. The mode was remained vdd with mv sensor and apnea settings off at the end of the follow-up. Recommendations were provided.

Event description:
Reportedly, during unscheduled follow-up on (B)(6) 2014 (around one month post-implant), the device was found in mode switch (number of mode switch: 922, total time in mode switch: 27days 2hours and 41minutes). All the recorded episodes in the implant memories showed artifacts at 8hz (125ms intervals) on the a-egm level. Apnea feature was deactivated and the issue was still observed. However when the minute ventilation (mv) sensor was deactivated, the behavior disappeared and when mv sensor re-programmed to learn, noise oversensing with 125ms was confirmed again. Atrial lead impedance observed on the trend curve was stable and around 800ohm. The mode was remained vdd with mv sensor and apnea settings off at the end of the follow-up. Recommendations were provided.